Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead exhibited unspecified out of range pacing impedance measurements in bipolar resulting in activation of the lead safety switch (lss) feature to unipolar. It was noted that the rv lead was replaced and this ra lead was left insitu. No additional adverse patient effects were reported. It is unknown if this lead was surgically abandoned and replaced, or if the lead remains in service and in use. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this lead exhibited high pacing impedance measurements of 751 ohms. This lead remains connected to the header of the device header. The device was programmed vvir.

Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead exhibited unspecified out of range pacing impedance measurements in bipolar resulting in activation of the lead safety switch (lss) feature to unipolar. It was noted that the rv lead was replaced and this ra lead was left insitu. No additional adverse patient effects were reported. It is unknown if this lead was surgically abandoned and replaced, or if the lead remains in service and in use. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.